Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the retaining ring was broken which caused the lighthead to detach; however, an exact cause of the event could not be determined. A steris service technician replaced the light head subject of the reported event, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The lighting system subject of the reported event is not under a steris service contract for preventive maintenance. The user facility is responsible for all maintenance activities. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the lighthead of their harmonyair a-series surgical lighting system detached from the yoke assembly. The lighthead did not fall but remained connected to and supported by the wires within the assembly. The procedure was completed successfully following a short delay. No report of injury.